Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis. The current blood glucose reading is 76 mg/dl. Customer has treated for the low blood glucose. The blood glucose reading at the time of the event was 648 mg/dl. Nothing further reported.